Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer was unaware in which case the reported event happened. It was noticed by the scrub tech before the case started. The instrument was not used on a patient.

Event description:
It was reported that the force bipolar had a tip dislodged from the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.